Event description:
It was reported that during service and evaluation, it was determined that the velys saw handpiece device was leaking a liquid. It was reported in the service order that the only one handpiece had the clear residue. The other two handpieces had brown/black residue on the tabs of the handpieces that are clamped by the sasi/robot. Only one of doctor's cases could not be done. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the attached photos confirm the reported issue. As per wo, the handpiece was returned to the depot for evaluation. The service technician carried out an assessment, but there was no failure. The issue could not be confirmed in the depot. Despite of the depot evaluation not confirming the reported issue, it was concluded that it is related to a lack of sufficient direction in the assembly procedure when using grease. Further investigation and assessment is covered in the quality system. The cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. Further investigation and assessment of this design issue. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. There is a CAPA addressing the found issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.